Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for left atrial appendage closure procedure. During preparation, when opening the device to be used, it was noticed that there was a small hole in the sterile seal of it, thus it was not used. The damage noticed was not caused while the product was being opened, and no damage was noted in the outer box. The sterile breach was detected, but no foreign material was observed. Thus, a new versacross kit was opened to be used, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.